Event description:
Subsequently, after the initial report had already been filed, returned device analysis observed that the struts on the first two rings of the proximal end of the stent were lifted and bent. There was no other damage to the stent. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation of the stent was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with accessory devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 correction: medical device problem code 1069 removed, 2976 added

Manufacturer narrative:
It was reported that while attempting to cross the lesion, the 3.50x38mm xience proa drug-eluting stent (des), showed structural damage. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that while attempting to cross the lesion, the 3.50x38mm xience proa drug-eluting stent (des), showed structural damage. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.